Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) (B)(4) alleging that his one touch verio 2 meter was reading inaccurately high compared to feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when customer csr followed up with the patient. The reporter stated that the alleged inaccuracy first occurred on ¿ (B)(6) 2015 at 3.45 - 4pm¿. The reporter stated that he obtained blood glucose results of ¿5.33am ¿ 12.8mmol/l, 10.19am ¿ 12.2mmol/l, 11.21am ¿ 12.4mmol/l, 1.35pm ¿ 9.4mmol/l, 3.45pm ¿ 11.6mmol/l¿ on the subject meter, compared to feelings/normal results. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and continued to administer insulin according to his meter results due to the alleged inaccuracy. The reporter indicated that at ¿approximately 3pm¿, the patient developed symptoms of ¿confused, fatigued and numbness¿. On (B)(6) 2015 the patient attended emergency room and was treated by a health care professional (hcp) with a glass of orange. At the time of troubleshooting, the csr noted that the test strips were stored correctly and within their expiry date. The patient did not have control solution to carry out a retest. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: this complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive of hypoglycemia. In addition, the patient received treatment from a healthcare professional in response to these signs/symptoms.

Manufacturer narrative:
Follow-up # 2, device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: lot# 3766285. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of an error 4 message was observed with no assignable cause found. Lot# 3645278 the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.